Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description that, after ophthalmic viscosurgical device (ovd) injection and device loading, the follow haptic got stuck at the tip of the haptic. The lens could not be injected. The procedure was completed on the same day. There was no patient contact. Additional information has been requested but is not available at the time of this report.